Event description:
"E" was initially received via regulatory authority (FDA, reference number: mw5080483) on 30-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), impaired gastric emptying ("gastroparesis"), eosinophilic colitis ("eosinophilic colitis"), carpal tunnel syndrome ("carpal tunnel both hands") and tendon sheath incision ("trigger thumb release both hands") in a female patient who had essure (batch no. 654842) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), impaired gastric emptying (seriousness criterion medically significant), eosinophilic colitis (seriousness criterion medically significant), carpal tunnel syndrome (seriousness criterion medically significant), tendon sheath incision (seriousness criterion medically significant), post-traumatic stress disorder ("ptsd"), herpes zoster ("shingles"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating"), swelling face ("facial swelling"), inflammation ("overall body inflammation"), sexual dysfunction ("sexual dysfunction"), headache ("headaches"), vision blurred ("blurry vision"), diarrhoea ("chronic diarrhea"), gait disturbance ("inability to sit, lay, walk or stand for long distances"), dysstasia ("inability to sit, lay, walk or stand for long distances"), muscle fatigue ("foot and leg fatigue"), pain in extremity ("foot and leg pain"), feeling abnormal ("brain fog"), amnesia ("wordlessness/ short term memory loss"), skin lesion ("skin lesions"), rosacea ("rosacea"), vitamin b complex deficiency ("vitamin b deficiency"), vitamin d deficiency ("vitamin d deficiency"), decreased appetite ("appetite loss"), weight increased ("weight gain") and nausea ("nausea"). The patient was treated with surgery (essure removal), surgery (for carpal tunnel) and surgery (trigger thumb release). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, impaired gastric emptying, eosinophilic colitis, carpal tunnel syndrome, tendon sheath incision, post-traumatic stress disorder, herpes zoster, abdominal distension, abdominal pain, swelling face, inflammation, sexual dysfunction, headache, vision blurred, diarrhoea, gait disturbance, dysstasia, muscle fatigue, pain in extremity, feeling abnormal, amnesia, skin lesion, rosacea, vitamin b complex deficiency, vitamin d deficiency, decreased appetite, weight increased and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, amnesia, carpal tunnel syndrome, decreased appetite, diarrhoea, dysstasia, eosinophilic colitis, feeling abnormal, gait disturbance, headache, herpes zoster, impaired gastric emptying, inflammation, muscle fatigue, nausea, pain in extremity, pelvic pain, post-traumatic stress disorder, rosacea, sexual dysfunction, skin lesion, swelling face, tendon sheath incision, vision blurred, vitamin b complex deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she was referred to rheumatologist for high inflammatory presence in blood. She mentioned she had a serious injury (hospitalization, disability/permanent damage and required intervention) but did not specify it to one of the events. Further company follow-up with the consumer is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5080483) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), impaired gastric emptying ("gastroparesis"), eosinophilic colitis ("eosinophilic colitis"), carpal tunnel syndrome ("carpal tunnel both hands") and tendon sheath incision ("trigger thumb release both hands") in a female patient who had essure (batch no. 654842) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), impaired gastric emptying (seriousness criterion medically significant), eosinophilic colitis (seriousness criterion medically significant), carpal tunnel syndrome (seriousness criterion medically significant), post-traumatic stress disorder ("ptsd"), herpes zoster ("shingles"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating"), swelling face ("facial swelling"), inflammation ("overall body inflammation"), sexual dysfunction ("sexual dysfunction"), headache ("headaches"), vision blurred ("blurry vision"), diarrhoea ("chronic diarrhea"), gait disturbance ("inability to sit, lay, walk or stand for long distances"), dysstasia ("inability to sit, lay, walk or stand for long distances"), muscle fatigue ("foot and leg fatigue"), pain in extremity ("foot and leg pain"), feeling abnormal ("brain fog"), amnesia ("wordlessness/ short term memory loss"), skin lesion ("skin lesions"), rosacea ("rosacea"), vitamin b complex deficiency ("vitamin b deficiency"), vitamin d deficiency ("vitamin d deficiency"), decreased appetite ("appetite loss") and nausea ("nausea"), underwent tendon sheath incision (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal, for carpal tunnel and trigger thumb release). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, impaired gastric emptying, eosinophilic colitis, carpal tunnel syndrome, tendon sheath incision, post-traumatic stress disorder, herpes zoster, abdominal distension, abdominal pain, swelling face, inflammation, sexual dysfunction, headache, vision blurred, diarrhoea, gait disturbance, dysstasia, muscle fatigue, pain in extremity, feeling abnormal, amnesia, skin lesion, rosacea, vitamin b complex deficiency, vitamin d deficiency, decreased appetite, weight increased and nausea outcome was unknown. The reporter considered abdominal distension, abdominal pain, amnesia, carpal tunnel syndrome, decreased appetite, diarrhoea, dysstasia, eosinophilic colitis, feeling abnormal, gait disturbance, headache, herpes zoster, impaired gastric emptying, inflammation, muscle fatigue, nausea, pain in extremity, pelvic pain, post-traumatic stress disorder, rosacea, sexual dysfunction, skin lesion, swelling face, tendon sheath incision, vision blurred, vitamin b complex deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: she was referred to rheumatologist for high inflammatory presence in blood. She mentioned she had a serious injury (hospitalization, disability/permanent damage and required intervention) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.